Event description:
Patient representative reported via patient that ¿patient alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: ongoing lymphoma, mental anguish and fear of increased risk of alcl, significant scarring, disfigurement, tissue damage, reconstruction, removal of implants due to fear of alcl, rashes, itching, asymmetry, total capsulectomy, firmness, grade iii capsular contracture, pain, enlargement lymph nodes, chronic inflammation, reactive fibrosis, depression, anxiety, aggravation of depression and anxiety, and other physical and emotional manifestations that are severe and ongoing. It was reported that the "patient was diagnosed with bia-alcl," however, histopathological markers confirming alcl have not been received. This record is for left side. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: ¿biocell devices caused personal injuries and damages including but not limited to the following: ongoing lymphoma, mental anguish and fear of increased risk of alcl", "removal of implants due to fear of alcl", "grade iii capsular contracture", "enlargement lymph nodes", and "anxiety".